Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wr9200 recharger, s/n (B)(6), revealed that the recharger was unresponsive and the complaint was confirmed. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger app was showing the 'recharger not found' error message, and when they went to use the wireless recharger (wr) they noticed the 3 battery indicator lights were continuously blinking/scrolling green up and down (one green light at a time). The patient added that the wr would not power on when they pressed the power button. As the result, the patient was unable to charge their ins, but they mentioned that the ins battery level was at 75% when they checked it this morning, and that the ins battery level would be fine until monday. The patient stated that they put the wr in the dock, but the battery indicator lights kept blinking. The patient mentioned that they had the thinner usb cable plugged into the dock, so agent advised them to plug in the thicker usb cable that came with the dock. However, the issue with the blinking wr battery indicator lights persisted. Patient services (ps) had the patient reset the wr both while docked and undocked, but the issue persisted. The issue was not resolved. A replacement wr was sent out.